Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had a blood glucose of 698 mg/dl and was treated in the emergency room on (B)(6) 2014 with insulin injections and IV fluids, for diabetic ketoacidosis. The patient also has pneumonia. Trouble shooting the pump with customer technical support did not reveal any delivery issues. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.